Event description:
Status post repair of Tetralogy of Fallot (TOF) with ventricular septal defect (VSD) closure using a Gore-Tex patch, bilateral pulmonary artery (PA) reduction arterioplasty (surgical reduction and reconstruction of the pulmonary arteries), and placement of a 12-millimeter Contegra right ventricle-to-pulmonary artery (RV-PA) conduit on \[redacted]", followed by failed removal of the breathing tube due to bronchomalacia (weak, floppy airways). The patient returned to the operating room on \[redacted]"-approximately 59 days later for right ventricle-to-pulmonary artery (RV-PA) conduit replacement, ascending aorta augmentation (enlargement of the main artery leaving the heart), Le Compte maneuver (surgical repositioning of the pulmonary arteries), pulmonary artery augmentation, right pulmonary artery aneurysm resection, and surgical washout. A culture was obtained during the operating room washout, and results returned on \[redacted]"-post op day number 29 positive for Aspergillus (fungus) and Enterococcus (bacteria, reported by the Karius microbial cell-free DNA test). The patient was diagnosed with Aspergillus mediastinitis, a serious fungal infection of the tissues in the chest surrounding the heart and major blood vessels.